Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Customer stated the frame was bent and the rear wheels were rubbing against the frame.

Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the wheelchair was clean without any scratched, dents, or broken welds. The right rear wheel was bent and did not roll straight. As it rotated, the wheel came as close as 1/16 of an inch to the arm rest and then moved as far way as 5/16 of an inch. Functional observations- the wheels are free of debris and are able to roll easily. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. Complaint was confirmed for the bent right rear wheel. The underlying cause could not be identified.

Event description:
The product was returned and evaluated. Complaint was confirmed for the bent right rear wheel. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the wheelchair was clean without any scratched, dents, or broken welds. The right rear wheel was bent and did not roll straight. As it rotated, the wheel came as close as 1/16 of an inch to the arm rest and then moved as far way as 5/16 of an inch. Functional observations- the wheels are free of debris and are able to roll easily. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Customer stated the frame was bent and the rear wheels were rubbing against the frame.